Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) with a heart rate in the 30-40 beats per minute (bpm) range. Upon electrogram (egm) review, there was atrial flutter with a ventricular sensed beat following each ventricular paced beat. This pattern was not visible on prior presenting egms. Additionally, rv thresholds were noted to be elevated at 1. 7v at 1ms and output 4.5v at 1ms. (B)(6) technical services (ts) reviewed troubleshooting options. This pacemaker system remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).